Event description:
It was reported that a bilateral tibial nail surgery was performed on (B)(6) 2015. While inserting the second nail, the threads of the driving cap broke inside the insertion handle for suprapatellar. No fragments generated. Since the nail was almost completely inserted, the surgeon continued using the device to secure the nail. The procedure was successfully completed without other medical interventions. No surgical delay or patient harm reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history review: manufacturing location: (B)(4) - manufacturing date: december 9, 2013. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: weight is unknown. Device is an instrument and is not implanted/explanted. The original manufacturing device history record (DHR) record is not available for part number 03.010.475 with lot number 8669734. Unable to perform DHR review. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Product investigation summary: a driving cap (03.010.475 / lot 8669734) was received fractured above the threaded connecting screw. The fractured component remained in the returned radiolucent insertion handle (03.010.440 /lot 13-3179). No definitive root cause was able to be determined; however, the failure mode is consistent with a combination of fatigue and off-axis loading. One driving cap, part number 03.010.475, was received with the complaint category of ¿broken: intraoperatively.¿ the driving cap is a component of the suprapatellar insertion instruments, which are part of the tibial nail system (technique guide). Additionally, it is a supplementary instrument for the trochanteric fixation nail (tfn) system, for use with a radiolucent insertion handle (technique guide). The returned driving cap was received with the connecting screw sheared off. Thus the ¿broken: intraoperatively¿ portion of the complaint condition is confirmed, but cannot be replicated as the instrument is already broken. There are hammer marks on the proximal end, which matches the expected condition from use as this surface is intended to be hammered. The overall returned condition is consistent with the expected result of excessive hammering amplified by having the driving cap not fully inserted. The complaint condition, ¿broken: intraoperatively,¿ is a result of the method of use of the driving cap. A manufacturing date was unable to be determined in the device history review ((B)(4)). A review of the current edition of the design drawing was performed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. After reviewing the related product drawings, the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument was received broken, the complaint is confirmed. The instrument failure is the result of method of use rather than a design deficiency. The device is therefore determined to be suitable for its intended use. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.